Event description:
It was reported that (1) er320 was used during a lap cholecystectomy procedure. It was reported by the rep that the er320 fired multiple times. The clips were found not completely formed or "scissoring" and also were dropping out of the clip applier completely unformed. The er320 was completely fired out of the clips. The case was completed with a new er320 and there was no consequence to pt.